Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # r58e2h. Device analysis: the analysis results found that the tlc10 device was received with no apparent damaged and with a cartridge reload loaded in the device. The cartridge reload had the proximal 8 drivers up without staples and 24 staples were noted to be missing along the cartridge. The returned cartridge reload had the swing tab in the locked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. It is possible that an improper handle of the reload caused that the staple come out of the pockets. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparotomy, hard small bowel resection, the linear cutter jammed about 5cm after firing. Another reload was used and the same thing happened. Then a new 75mm linear cutter was used and worked well. There were no patient consequences. The event occurred intra-op.